Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited inappropriate atrial tachy response (atr) episodes due to oversensing the respiratory rate trend (rrt) signal on the right atrial (ra) lead. It was noted that the ra lead was fractured, and the pacing impedances were high out of range. True ra lead noise was observed as well at pacemaker mediated tachycardia (pmt) episodes. Options on how to proceed were discussed. Additional solutions will be decided for the ra lead. According to the field personnel the clinic was instructed to turn the rrt feature off. They will continue to monitor for ra impedance measurements. This crt-d and ra lead remain in service. No adverse patient effects reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited inappropriate atrial tachy response (atr) episodes due to oversensing the respiratory rate trend (rrt) signal on the right atrial (ra) lead. It was noted that the ra lead was fractured, and the pacing impedances were high out of range. True ra lead noise was observed as well at pacemaker mediated tachycardia (pmt) episodes. Options on how to proceed were discussed. Additional solutions will be decided for the ra lead. According to the field personnel the clinic was instructed to turn the rrt feature off. They will continue to monitor for ra impedance measurements. This crt-d and ra lead remain in service. No adverse patient effects reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited inappropriate atrial tachy response (atr) episodes due to oversensing the respiratory rate trend (rrt) signal on the right atrial (ra) lead. It was noted that the ra lead was fractured, and the pacing impedances were high out of range. True ra lead noise was observed as well at pacemaker mediated tachycardia (pmt) episodes. Options on how to proceed were discussed. Additional solutions will be decided for the ra lead. According to the field personnel the clinic was instructed to turn the rrt feature off. They will continue to monitor for ra impedance measurements. This crt-d and ra lead remain in service. No adverse patient effects reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.